Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) the suction line was not properly connected or the suction pressure at the customers facility or (2) may have not supplied enough pressure in order to excavate tissue or (3) when the recommended suction pressure is not used, this will decrease the functionality of the wand. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy procedure, the device keeps plugging up and does not provide suction. Procedure was completed with a competitor device with no significant delay and no patient injury reported.